Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had vibrate anomaly and audio anomaly. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No low battery alarm, no blank display and no audio/vibrate anomaly during testing. Device received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window.